Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Further review prompted a change in the device analysis results. (B)(4).

Event description:
It was reported by the nurse that the external pulse generator (epg) did not operate for the "30 seconds" after the battery was removed, as was expected. Technical services (ts) explained that the specification was for the epg was for 15 seconds of pacing continuation. Ts further explained how to test that and referred the caller to the epg technical manual. The caller indicated that the biomedical engineer was going to test the epg and explain the specification to the staff nurses. The epg was restored to service adn remains in use. There was no patient involvement.